Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# l34958, implanted: (B)(6) 1995. Product type: lead: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998. Product type: programmer, patient. (B)(4).

Event description:
It was reported that a revision procedure was scheduled for monday to replace an implantable neurostimulator (ins) and the lead. It was noted that it was unknown why the revision was taking place. It was further noted that the manufacturing representative has never spoken with this patient and the representative just received a request from the implanting office on the day of report. It was noted that he did not have further details at this time but was under the impression that something wasn¿t working with the lead. Additional information was requested but was not available as of the date of this report.

Event description:
It was reported that the revision was taking place because the paddle was old with only 4 contacts. It was noted that no diagnostics were performed. It was noted that no malfunctions were seen or cause of the issue determined. It was noted that the patient received a new paddle system and was receiving effective therapy.